Event description:
It was reported to the aci sales professional on (B)(4) 2010 that a (B)(6) male patient underwent a left heart catheterization procedure on (B)(6) 2010. The patient has a history of coronary artery disease (cad) and a previous coronary artery bypass graft surgery (CABG). The femoral angiogram revealed a "small amount" of disease in the femoral artery around the access site. Following the procedure, the physician who is a trained user of the mynx, chose the device for femoral arterial closure. A radiology technologist (rt) in training to the device, deployed the device with the physician present. There were no reported complications during the procedure or the closure. The patient was ambulated and discharged per standard hospital protocol. It was reported that the patient traveled about 45 miles the following day and eventually reported to the emergency room (ER) at his destination. He was then transferred to another hospital. It was not known at which hospital, however, a pseudoaneurysm (psa) was diagnosed. The patient was successfully treated with a thrombin injection and was discharged from the hospital the following day. The doctor reported that the patient had a "nagging" cough which he suspects contributed to the psa. Of note: the patient was reported to be on 3 types of medications, one of which was reported as "(B)(4) aspirin" which is obtained at a pharmacy in (B)(4). The dose was labeled as 500mg per pill.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot # f1011202) indicated that the mynx device met all established performance criteria prior to shipment.